Event description:
The customer reported that the device has a fail to pace issue. No info on pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.